Event description:
During a myomectomy procedure the truclear ultra reciprocating morc. 4.0 would not lock. The case was completed successfully without incident.

Manufacturer narrative:
Method: no product returned for evaluation the truclear ultra reciprocating morc. 4.0 that was reported to have malfunctioned during a procedure was not returned for evaluation. If the product is received in the future the complaint can be reopened and evaluated. Smith & nephew will continue to monitor for trends of the reported complaint condition for further occurences. Root cause could not be determined with any confidence. (B)(4).